Event description:
Patient was revised (B)(6) 2013 due to pain and elevated metal ion level.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 2643291 lot code. A review of the DHR (device history record) for product number 121887352 lot number 2643291 found no anomalies. No other reports were found against the 2568275 lot code. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 20 july 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Review of manufacturing records and complaints databases did not identify any anomalies. The products and reports were reviewed by bioengineering, a report was received stating based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete.